Event description:
It was reported that the closing latch on a rotaflow drive unit was broken during removal of a circuit after a case. No pt involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The broken closing latch was not returned to the factory for evaluation. The defective latch was replaced by maquet service personnel. Functional and safety tests were successfully executed by maquet service personnel.